Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found three new alarm codes. New alarms found indicate a continuous open or short of the bottom-dead-center sensor, primary motor not engaging for over five seconds after continuous open or short detected, and secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of primary position, which, in combination with the alarms found, indicate secondary motor engagement. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a functional test on the secondary motor system and driver passed without issue. During the functional test, the scotch yoke was broken on the primary side due to operator error. Once the scotch yoke was replaced, a 48-hour observation run was performed resulting in out of specification cardiac output. The primary motor was replaced with a known functional motor and a second 48-hour observation was performed without issue or alarm. Failure investigation for this complaint confirmed the reported issue from alarm data review. The customer complaint was not replicated during testing; the root cause of the reported fault alarms was determined to be secondary motor engagement. Unintended secondary motor engagement is a known issue but does not indicate a device malfunction. The secondary motor was tested and found to be functional, with no issues detected. It is unknown at this time why the secondary motor may have engaged. Failure investigation identified a device malfunction unrelated to the original customer complaint. Out of specification cardiac output identified during investigation was likely due to a nonconforming primary motor. Driver functioned as intended with replacement motor. Additionally, during investigation the original scotch yoke from the freedom driver was broken. This device malfunction is unrelated to the reported issue and was the result of operator error. No other test failures or damage could have contributed to the complaint. Patient switched to backup driver without any adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Patient reported permanent red alarm and switched to back up driver. No reported adverse impact.

Event description:
Patient reported permanent red alarm and switched to back up driver. No reported adverse impact.